Manufacturer narrative:
(B)(4). The cause of the leak was determined to be due to an inadequate weld at the volume indicator port. This issue has been escalated to CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities related to the condition. Functional testing was performed by filling the bladder with water, and leakage was observed at the welded area of the volume indicator port located inside the housing, confirming the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned multiday infusor, a leak was noted at the welded area of the volume indicator port located inside of the housing. There was no patient involvement. No additional information is available.